Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 pocket d4 failed. User tried to recover and restart but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 pocket d4 was failed. A field service engineer removed the back panel and verified that all indicator lights were functioning properly, tested all pockets and confirmed the pockets were operating correctly, reseated the row board connector on the controller board, then performed system testing using the hardware test application and dispensing application, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.